Manufacturer narrative:
The device will be returned for evaluation as part of the complaint investigation. The results of this investigation are stillpending, and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Twin flow 2 fr PICC catheter was placed 11/15. On 11/16 catheter was noticed to be leaking from the white hub where the two lumens split apart.

Manufacturer narrative:
The complaint was forwarded to the manufacturing site, vygon germany, for evaluation. The following is a summary of their investigation: the examination of the faulty sample returned showed that the catheter was leaking at the junction of the catheter tube and the fixation wing. A microscopic examination showed a tear at this area (see photo). The batch history records did not show any deviations. A 100% visual test is carried out on each catheter. This is the first complaint received for batch 8023299. There are 12 other complaints available for code (B)(4) regarding catheter leakage- but none of them were manufacturing related. As each catheter is flow and leak tested a manufacturing defect is not suspected. According to the product incident report the customer used iodine and alcohol-based disinfectants for site care. The use of alcohol-based disinfectants can cause material breakdown and this damage is typical for a tensile fracture in combination with the use of alcohol-based disinfectants. Vygon recommends that the IFU be consulted and to ensure that disinfectants dry completely before the catheter is placed. Corrective action: no corrective action will be taken at this time as this is the first complaint for this batch. However, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to monitor for this type of complaint.